Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore, a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic colon resection procedure, the jaws of the stapler would not open. The stapler tore bowel upon removal. Sutured to repair and extracorporeally stapled.